Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the right atrial lead exhibited intermittent over-sensing resulting in false auto mode switch episodes. No interventions was performed. There were no consequences to the patient.